Manufacturer narrative:
(B)(4).

Event description:
This lead was migrated out of the coronary sinus. The physician attempted to re-position it, but was unsuccessful. All available information suggests it was not replaced at that time. No adverse patient side effects were reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.